Event description:
Needle broken on his abdomen [needle issue]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a consumer from (B)(6), concerns (B)(6) male patient with type 2 diabetes mellitus who was treated with novofine 8mm (30g) (needle) on unknown dates and experienced "needle broken on his abdomen" beginning on (B)(6) 2013. Patient's height: not reported. Medical history included type 2 diabetes mellitus (since 10 years). On (B)(6) 2013, the patient found that the novofine 30g (batch number not provided, length 8 mm) was broken in his abdomen after injecting novolin 30r (dual-acting insulin human). The patient went to hospital on (B)(6) 2013, and received x-ray examination. The result of x-ray was reported as: a high density which was very small could be found in the right side of abdomen on the level of the 3rd lumbar vertebrae. The high density was thought by doctor to be the broken needle, but the doctor said the broken needle was too small to remove by surgery. On (B)(6) 2013, the patient went to another hospital and the doctor in that hospital also said the broken needle was difficult to be removed. The hospital also had no qualification to give surgery for removing broken needle. At the time of reporting, no attempt was made for removal of the needle. The patient admitted that the needle had been reused for many times at the time of this event. The remaining part of the broken needle was discarded, no sample/batch number was available. At the time of reporting, the patient had no abnormal feeling. Action taken to novofine 8mm (30g) was not reported. Outcome of event was reported as "not recovered."